Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported "capsular contracture baker grade iii" ultrasound performed. Device has been explanted and replaced with non allergan device. This relates to the left side.

Event description:
Ultrasound identified "a prominent folding or intracapsular rupture" physician additionally reported a "left prosthesis rupture."

Manufacturer narrative:
Continued correct partial implant date d6a: after (B)(6) 2016 or (B)(6) 2016 as only the year was provided. Correct reason for reoperation was "capsular contracture (no baker grade specified)."

Event description:
Physician reported, "capsular contracture, baker grade iii". Ultrasound performed. Device has been explanted and replaced with non allergan device. This relates to the left side. Ultrasound identified, "a prominent folding or intracapsular rupture". Physician additionally reported, a "left prosthesis rupture".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed, as inconclusive. Capsular contracture: unable to confirm, as it is a medical event not related to the device. Crease/folding of implant: confirmed, creases flat observed, on the device. Additional observations: yellow particles observed, in the surface of the shell. Wear abrasion observed, on the device. No further actions are required, as the device was implanted.